Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 85% stenosed, 5 x 4.0mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid to distal left anterior descending (lad) artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces, with separated ends 87cm from the hub of the device. The balloon was tightly folded with contrast on the balloon. Device analysis determined the condition of the returned device was consistent with the complaint incident. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts, the corewire and the distal tip presented no damage or irregularities. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).